Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens had a broken bit at the edge, what appear to be viscoelastic and surface particles. One of the haptics was observed slightly bent. A manufacturing related cause not identified. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an zmb00 17.5 intraocular lens (iol) was explanted after the patient reported blurry vision. The patient required a vitrectomy during the procedure. No patient injury was reported.